Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure the physician noted an abnormal extension of the helix. In addition, there were high out of range pacing impedance measurements. The procedure was completed with another ra lead. No adverse patient effects were reported. This ra lead ahs not been returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found to be deformed. Helix tips which are deformed are a known risk for active fixation leads. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure the physician noted an abnormal extension of the helix. In addition, there were high out of range pacing impedance measurements. The procedure was completed with another ra lead. No adverse patient effects were reported. This ra lead was already returned to boston scientific.